Event description:
During a dialysis treatment, the heparin/saline line clamp broke. There was no pt injury or medical intervention.

Event description:
During a dialysis treatment, the heparin/saline line clamp broke. There was no pt injury or medical intervention.

Manufacturer narrative:
A return goods authorization was issued for the affected assembly on 9/16/96. However, as of 10/7/96, no clamps were returned for investigation. The facility has not return the defective clamps because they have not replaced the clamp assemblies on the machines. On 10/7/96, quality assurance contacted the facility and strongly encouraged them to return parts for investigation. The facility promised to send parts back immediately. As of 10/16/96, no parts were returned. Historical analysis of numerous identical complaints (see for example: 0896037c3, 0796207c3, 0796157c3, 0796160c3, and 0796180c3) indicate that the tabs on the white clamp insert holder were broken or stretched, allowing the inserts to fall out of the holder. It was also determined on these earlier complaints that the returned clamp's stop tabs which hold the clamp in the occluded position were either worn or broken, so that the clamp no longer stopped securely in the closed position. It appears that these problems occur with normal use and handling of the clamp, and not because of user misuse, which was originally considered to be the cause. If the clamp fails, the operator can clamp the line with a hemostat or install a luer cap onto the line. The cs3 operator's manual, version 1995/10, recommends in section 3-43 that the lines going through the line clamp be double clamped to eliminate any unwanted leakage, even when the machine clamp is operating properly. Also, it should be obvious to the user not to use the clamp if it is broken. However, if a facility chooses to use the clamp when broken and not double clamp, unanticipated saline leaks to the patient can result. Follow-up action: the above info indicates that the broken line clamp described in this complaint was generated because of weak tab stops and/or cam insert holders on the clamp. This issue will continue to be trended as part of the gambro healthcare corrective action system and the management review team. Any further investigations, analysis, and/or corrective actions taken on this complaint tissue will be determined by and documented in this corrective action review process. See far #960027.